Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was in the hospital for a toe injury. He could not control his blood glucose levels because they were very high. Since the customer removed the battery from the insulin pump, when he placed another battery he received a battery error. The customer also had issues with the bolus wizard. The product was not returned. Nothing further to report.